Event description:
The customer reported that the touchscreen was damaged. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer has a crack on the touchscreen. Biomed reported that they do not feel any damaged was done to the liquid crystal display (lcd). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. It was recommended that the touchscreen be replaced to resolve the issue; however, it could not be confirmed if the customer replaced the specified part. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 07/12/2022, 08/11/2022 and 08/23/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the record will be reopened, and a supplemental report will be submitted.